Manufacturer narrative:
Age at time of event: under 18 years. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a bloody 6f guidezilla ii guide extension catheter loaded into an unknown hemostasis valve (push click style). The device was protruding out of the distal end of the valve for 16.7 cm. The devices were separated during lab analysis. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed a tip damage (flattened/abrasions), shaft damage (flattened/abrasions/exposed braid), collar damage (pinched/struts out of place), and there were numerous kinks in the distal shaft. Inspection of the rest of the device found no damage or defects. The guidezilla was difficult to remove from the hemostasis valve, but inspection of the valve after removing the guidezilla found something inside the middle of the valve, blocking the passageway/inner diameter. The material was removed and found to be a stent. The removed stent extremely damaged. Functional testing was conducted with both the complaint device and a (lab supplied) test 6f guidezilla ii. The complaint device could only advance for approximately 12mm, then stopped due to the damage in the distal shaft. An undamaged test device was loaded, and then advanced through the hemostasis device without issue. While the test guidezilla was in the hemostasis valve, a 4.0 stented balloon catheter was advanced through the valve and then through the test guidezilla, without issue.

Event description:
Reportable based on device analysis completed on 20-mar-2019. It was reported that the stent dislodged in the guidezilla. The target lesion was located in the mid right coronary artery (rca). A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, the physician used a 6f mach 1 guide catheter for access. Then, the lesion was pre-dilated using a 3.00x15 non bsc balloon catheter. Afterwhich, the physician tried to advance a 3.50x18 non bsc stent; however, it could not be delivered to the target lesion. The physician then removed the stent and inserted the guidezilla ii to help deliver the stent to the target lesion. However, it was noted that when the marker reached the target lesion, only the balloon was left. The physician had to track back to recover the stent, which was dislodged in the guidezilla ii. Consequently, the physician dilated the stent balloon to trap the stent and removed the whole guidezilla ii from the system. The physician then inserted a guidezilla ii long and finished the case by stenting the target lesion with another 3.50x18 non bsc stent. No patient complications were reported. However, device analysis revealed a shaft damage (exposed braid).